Event description:
Review of programming history received from the site on the date that the event occurred did not show evidence of the reported event of unexpected disablement. There patient's device was not disabled and there were no warning messages about the device being disabled that was seen on the programming history. The data show that the device was interrogated on (B)(6) 2011 at the previous programmed settings from the prior office visit and there is no indication that the device was disabled and the battery status indicator on that date was ok.

Event description:
Further review of programming data form the physician¿s handheld reviled that there was another patient that date that had vbat<eos. The physician may have confused the patient when he contacted the manufacture and reported this issue.

Event description:
It was initially reported on (B)(6) 2011 that a vns had been seen on (B)(6) 2011. Upon initial interrogation, the patient's generator had been found to be disabled due to an end-of-service (eos) condition. The pt as then reprogrammed to 2.25 ma/25 hz/130 microsec/21 sec/0.8 min. System diagnostics were performed and results showed eos. Settings for the generator had been 1.75 ma/25 hz/130 microsec/21 sec/0.8 min since implant, which was then increased to 2 ma/25 hz/130 microsec/21 sec/0.8 min on (B)(6) 2010. The pt had experienced a breakthrough seizure. The physician stated he "knows the device is not at eos because the pt is implanted less than 1 year and there is no way the generator is at eos". (B)(4) attempts to date for more info regarding the eos condition of the generator have been unsuccessful to date.